Event description:
Two problems. 1- this was reported to tandem and they are sending replacements- the plungers of the cartridges were very difficult to move and I was not able to use them in my pump otherwise I would have encountered error codes and insulin delivery issues. It felt like they were missing lubrication. This problem is resolved by the replacements they are sending but I wanted to mention it. 2- the lot numbers and other identifying information on the box doesn't match the product inside. I reported this to tandem but they did not gather information on it and did not seem to care. I have a photo.